Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sharps disposal container. The customer reports the needle pierced through the sharps container and the nurse was stuck with the needle. The nurse followed normal protocol for a needle stick injury.